Event description:
It was reported that the insulation resistance test failed. The failure occurred during preventive maintenance. No harm to any person has been reported. The ac mains connector was replaced. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2022. The ac mains connector was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected ac mains connector will be investigated by getinge life-cycle-engineering. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the insulation resistance test failed. The failure occurred during preventive maintenance. A getinge service technician (fst) was sent for investigation and repair on 2022-08-25. The ac mains connector was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected ac mains connector was investigated by getinge life-cycle-engineering (lce) on 2023-02-09 with following conclusion: the root cause of the low insulation resistance of the ac main connector could be narrowed down to residues or deposits on the inner surface of the sockets, which were not dried out. The nature of the deposits can be inferred to cleaning or disinfecting agents. With the frequency of contamination, the layer becomes thicker and the drying phases longer. This failure can only be reproduced if the period between the occurrence and the investigation/testing is not long enough for the deposits to dry out. According to the instruction for use (IFU) of the cardiohelp device (chapter 6.4.1 "battery operation") for the case that the ac main connector is defective, the cardiohelp switches automatically to battery operation upon any interruption in the external power supply. Additionally a message and an acoustic signal will be triggered to inform the user that battery supply is used. The insulation resistance test is performed during preventive maintenance and is not a risk for the patient or operator. Thus the risk for harm of any person is remote. After reevaluation of the reported failure no report is required anymore. Furthermore in chapter 10.1 ¿surface cleaning and disinfecting after each use¿ in the IFU it is mentioned to not use chemical solvents, not spray the device with liquids and to only clean with a damp cloth. The review of the non-conformities has been performed on 2022-08-26 for the period of 2018-04-11 to 2022-08-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-04-11. Based on the results the reported failure "insulation resistance test failed" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).